Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, the customer reported that the wake button was extremely difficult to press and required multiple presses to turn on the pump screen. The customer continued using the pump until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.